Manufacturer narrative:
Date of event the exact date of the event is unknown. The device is not available for analysis. Based on review of the information available, an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease related adverse event. An evaluation conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
The patient reported to have been diagnosed with benign prostatic hyperplasia, and due to urinary retention developed, bladder stones. The patient underwent laser photovaporization of the prostate, transurethral resection of the prostate (turp) and stone removal treatment. It was reported that the patient is now experiencing sexual side effects (unknown specific symptoms) post procedures. No further information is available.

Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
The patient reported to have been diagnosed with benign prostatic hyperplasia, and due to urinary retention developed, bladder stones. The patient underwent laser photovaporization of the prostate, transurethral resection of the prostate (turp) and stone removal treatment. It was reported that the patient is now experiencing sexual side effects (unknown specific symptoms) post procedures. No further information is available.